Event description:
Caller reported that a malfunction occurred on the pump, which had fallen from the body last week. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a multiple daily injection therapy as a backup and received instructions on returning the malfunctioning pump.